Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device died due to an unknown cause. The pt was not hospitalized prior to death. The pt died at home. It was not reported if dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A trend review will be performed. Baxter will continue to monitor to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number was unknown; therefore, a device evaluation could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.